Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), systemic lupus erythematosus ('lupus') and autoimmune thyroiditis ('hashimotos') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 2004 and fatigue. On (B)(6) 2007: patient underwent unknown essure confirmation test. Result: bilateral occlusion. Family history: mother hashimoto. Concurrent conditions included overweight, regional lymphadenopathy, hypothyroidism, excessive menstruation, energy decreased, poor sleep, headache, menstruation abnormal and urinary urgency. Concomitant products included levothyroxine sodium (synthroid) since 2017 and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), food intolerance ("sudden food intolerances"), alopecia ("hair loss"), migraine ("migraines/headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), feeling abnormal ("brain fog"), urticaria ("burning red bumps/hives"), abdominal pain upper ("stomach pain") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), pelvic pain ("pain (pelvic)"), allergy to metals ("metal allergy/nickel allergy"), nausea ("nausea"), arthralgia ("joint pain/ankle pain"), myalgia ("muscle pain"), peripheral swelling ("feet and hands swell"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pain in extremity ("feet, hands hurt") and joint swelling ("ankles swell"). The patient was treated with surgery (ablation on (B)(6) 2016). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the vaginal haemorrhage, menorrhagia, genital haemorrhage, systemic lupus erythematosus, autoimmune thyroiditis, abdominal pain, pelvic pain, dysmenorrhoea, allergy to metals, tooth disorder, food intolerance, alopecia, migraine, hypoaesthesia, paraesthesia, feeling abnormal, urticaria, weight increased, arthralgia, myalgia, peripheral swelling, bladder disorder, urinary tract disorder, abdominal pain upper, abdominal pain lower, pain in extremity and joint swelling outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, bladder disorder, dysmenorrhoea, feeling abnormal, food intolerance, genital haemorrhage, hypoaesthesia, joint swelling, menorrhagia, migraine, myalgia, nausea, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: pain and bleeding. Current weight: (B)(6) lbs. Discrepancy noted: essure insertion date as per mr (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea (cramping), weight gain, hashimoto disease. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query : reported term "hands,feet & ankles swell." Which was captured as a single event with pt "peripheral swelling" was splitted into to two events, "ankles swell" was coded as joint swelling and "feet and hands swell" was coded as peripheral swelling. Case category upgraded to incident as ablation was taken as surgery for abnormal bleeding. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.